Manufacturer narrative:
Please note that because there was no serial number given, there is no manufacturer date. Ous MDR. The devices and cables mentioned in the complaint were not available for analysis. The serial numbers of the devices were not given. The connection between pacemaker (edp) and cable (pk-175) had been designed with a special latching system (redel-connector). Therefore, one can not disconnect the cable from the external pacemaker just by pulling at the cable or disconnect the cable inadvertently. The connection between pacemaker and cable is only disconnected by releasing the latching system (redel-connector) applying a certain force. Thus, based on this design, we can not confirm the alleged "easy release" of this connector system. For further root cause analysis, the device and cables mentioned in the complaint should be made available to biotronik.

Event description:
Ous MDR. Based on the analysis, there was a connection problem "easy release" between the redel-connector on the cable and the external pacemaker.